Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a button error alarm on the insulin pump that results into high blood glucose. The customer's blood glucose level was 600 mg/dl. The customer was treated with manual injections. The customer was asked if recalls any significant events leading to the alarm. The customer response is possibly sweat exposure. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.